Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the tubing was clogged and the aspiration was not able to build up enough during the procedure. The product was exchanged and procedure completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
This is one of four complaints reported for this finished goods lot. All four of the complaints reported for this finished goods lot are related to aspiration/suction issues. Review of the device history record indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. This file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
This is one of four complaints reported for this finished goods lot. All four of the complaints reported for this finished goods lot are related to aspiration/suction issues. Review of the device history record indicates the order was built to specification. Two wet cassettes were returned for this complaint. The samples were visually inspected and no obvious defects were found. It was noted that both of the drain bags were detached from the cassette covers due to saturation. The samples were functionally tested and passed all aspects of functional testing. Both samples were able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during the testing of the two samples. The root cause of the customer's complaint could not be determined as both of the returned samples met specification. (B)(4).